Event description:
It was reported that "there was an incident today (B)(6) where doctor asked for a 8mm and ended up taking a 6mm graft not knowing. I do not know the extent the packaging played on this but I do know there was confusion and he had to take a second graft." No patient impact reported. No additional information was available upon follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report confirmed. Visual examination of an example of the packaging determined that the description, containing the size of the blade, was not reflected on the current packaging. Gcapa (B)(4) was opened on (B)(6) 2012 to address this issue. Instructions included in device user manual states, "prior to each use, the entire triton" power surgical instrument system must be inspected for proper operation". We will continue to track and trend this complaint type.